Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer was not able to load a cartridge due to an unidentified alarm. The customer turned off the pump and upon turning it back on, the time and date were incorrect in the pump history and on the pump screen. There was no reported impact to the customer's blood glucose level. The customer disconnected from the pump and was using insulin injections to manage diabetes. Although requested, additional information was not provided.